Manufacturer narrative:
This is a report of a use error where the patient loosely connected the heater bag to the heater line of the cassette. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill four of four. The patient was connected at the time of the alarm. The patient stated that as the solution bag was draining, the heater bag disconnected from the heater line. During troubleshooting, it was discovered that the patient had not securely connected the lines. The technical service representative assisted the patient to end therapy, and reviewed proper procedure per user manual. The patient stated they would drain with manuals. There was no report of patient injury or medical intervention associated with this event. No additional information is available.